Event description:
It was reported that a lead integrity alert (lia) triggered due to low impedance, undersensing, and oversensing on the right ventricular (rv) lead. In addition, unstable thresholds and no capture were observed, and a lead dislodgement was suspected. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: ddbc3d4 ICD implanted 2013-(B)(6). (B)(4).